Event description:
It was reported that the user experienced recurrent hyperglycemia and hypoglycemia while using the ilet system, associated with missed meal announcements and incorrect interaction with the meal announcement swipe function, leading to roller-coaster glucose trends; no back-up therapy, ketone testing, or medical intervention was used, and additional training was scheduled. Symptoms included feeling hot during hyperglycemia and slurred speech, sweating, and near loss of consciousness during hypoglycemia. Outcomes included transient functional limitation without hospitalization. Investigation included review of device-use logs and user interview. Investigation of this case revealed user error related to unannounced meals and overtreatment of lows. It was concluded that the device was functioning as designed and that use error contributed to the reported events, with user retraining arranged.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.